Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, the device was interrogated and was in backup vvi mode. Therapy was delivered, however, it is unknown if the therapy was inappropriate. The device software was reprogrammed and the patient was stable.